Event description:
The end user alleges, the rear right leg bent inward on a (B)(4) walker causing him to fall back in the tub. The end user alleges sustaining injury to his head. The end user called the ambulance and was transported to the hospital where he received stitches.